Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device or therapy related, and the device operated as expected. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure (rhf). It was noted that the patient had a mild to moderate right ventricular (rv) function prior to their left ventricular assist device (lvad) implant. However, immediately after implant, the patient's course was complicated by a combined picture of distributive and cardiogenic shock with significant rv dysfunction. The patient had progressive vasodilation refractory leading to stress dose steroids, cyanokit, and increasing pressor support. Eventually the patient's rv failure progressed to the need for a mechanical support and a percutaneous right ventricular assist device (rvad) was placed via the patient's right internal jugular (rij). Despite continuous aggressive management, the patient's rv did not improve, and multiple failed attempts were performed to wean the patient off of their rvad. The patient ultimately passed away due to the rhf. It was reported that the device did not contribute to the rhf, and the death was not considered to be device or therapy related. The lvad reportedly operated as expected and it was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.